Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient experienced an high blood glucose levels and was treated with manual injection event on (B)(6) 2026. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.